Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in for a normal generator change. Prior to the procedure, it was noted that the right ventricular lead had low impedance and loss of capture. During the procedure, the lead could not be remove from the device header. The lead was capped and replaced. The patient was stable.